Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Blood glucose was in the 400 mg/dl range. Multiple cartridge changes were performed and a bolus was delivered to address bg.